Event description:
The customer reported a crack in the housing for their pump in style transformer. A product eval on (B)(6) 2014 found the transformer housing to be reached, which is a safety issue.

Manufacturer narrative:
A replacement power supply was sent to the customer. A product eval on (B)(6) 2014 found the transformer housing to be breached, which is a safety issue. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 14.1 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.3 ohms, which is normal and indicates that the thermal fuse did not blow.